Manufacturer narrative:
The returned device analysis confirmed the reported deformation due to compressive stress associated with indented soft tip as the soft tip was noted to be deformed. Additionally, the soft tip was noted to be torn (material split, cut or torn). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other complaints from the lot. All available information was investigated and the soft tip deformation and observed soft tip tear appear to be related to procedural conditions associated with the triclip becoming caught on the tsgc soft tip. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported this was a triclip procedure to treat tricuspid regurgitation with a grade of 4. An xtw clip was inserted. Due to the patient's anatomy, steering was limited. Therefore, the physician decided to retract the clip back into the right atrium. An attempt to pull the clip into the triclip steerable guide catheter (tsgc). However, while pulling the clip, it sprang open and could no longer be closed. The clip was pulled into the femoral vein and surgically removed. After removal of the devices, it was observed that the soft tip of the tsgc was indented. Tr remained a grade of 4. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.